Event description:
(B)(4). I went to the ER two weeks ago for pain on my lower abdomen, but concentrated on my left side more. Doctors told me it was my essure. They sent me hm on last friday I had to return for the same pain...they sent me to surgery on monday 6pm w 4 surgeons for almost 5 hours things got complicated, my colon was at risk... They removed my tubes and uterus.